Event description:
The customer stated: catheter continued to leak even after blue clip was fastened. Also, the teflon coating sheared off in pt's pulmonary artery. Scheduled to return for retrieval. During the procedure, they put the canalizer through the needle. There was a sharp turn then sheared off an estimated 3-4 cm.

Manufacturer narrative:
The defective catheter was returned to our facility and investigated. There were no markings on the luers, or tubes that may indicate a leak. The catheter and cuff was in good condition with no visual defects. After testing the venous and arterial lumens we were unable to confirm the defect reported. There may have been a leak if the stiffener or guidewire was left in the catheter while clamped. Another possible cause is if the luer was not completely locked to the machine or syringe. The customer also reported the end of the guide wire sheared off into the pt during the procedure, but the customer was unable to return the defective wire for investigation. The customer provided further details stating the md opted to use a 19g needle instead of the 18g needle provided for puncture. The md sheared off 3-4 cm of hydrophilic coating as he pulled back the wire against the needle. Our issued hemostream dfu warns against pulling wire back against needle. Also, a smaller gauge needle was used for puncture which may have contributed to the shearing of the coating. Pt will require an interventional procedure to remove the section of coating from the right atrium.